Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was not conclusive. A potential root cause for this failure mode could be ¿product specification & product testing". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the risks of using temporary pacing catheters include those risks related to heart catheterization, such as thromboembolism, perforation, tamponade, and infection. The induction of an unintended arrhythmia is a known complication." "This device should be used only by or under the supervision of physicians trained in the techniques of transvenous intracardiac studies and temporary pacing." "This device is for one time use only. Reuse or resterilization can impair the structural integrity and/or performance of the catheter. Adverse patient reactions can also result from reuse." "Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
Critical care nurses reported in an online survey that the patient experienced perforation (arterial or cardiac) prior to the device placement and pulmonary embolism, bacterial infection in groin complications were directly attributable to the device and pte was needed for pulmonary embolism and groin was needed for infection in relation to 006241p - 6f/125cm semi-floating bipolar/temporary pacing/prot. Pin. It was unknown what medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
In the online survey a physician stated that the patient experienced perforation (arterial or cardiac) prior to the device placement and pulmonary embolism, bacterial infection in groin complications were directly attributable to the device and pte was needed for pulmonary embolism and groin was needed for infection in relation to 006241p - 6f/125cm semi-floating bipolar/temporary pacing/prot. Pin. It was unknown what medical intervention was reported.